Event description:
The tip of probe started to bubble and the current was coming out at the bubble not at the tip of the probe. The probe was protected with a 6fr open-ended catheter. The surgeon stopped using it. Tried with a second probe from the same lot. Same thing happened. One probe left in lot; removed from or.